Event description:
It was reported that the infusion pump was set to deliver at 92 ml/hr to administer a 500 ml solution. However after 3 hrs it was discovered that the 500 ml had infused and the pump displayed an infusion rate of 204 ml/hr. The pump was removed from use. No pt injury resulted.

Manufacturer narrative:
The infusion pump was evaluated by baxter healthcare in the united kingdom. The infusion accuracy was performed at 125 ml/hr, and found to be within specification. The pump was noted to be slightly noisey and greasing of pressure plate carried out. The accuracy was then re-checked and found within specification. No defects were found with the device. Based on the reported comment that the pump was found operating at a previously utilized infusion rate, user misprogramming could be a likely cause.